Event description:
It was reported that during a shoulder rotator cuff repair, the footprint was found fractured when screwing, broken pieces were removed using tweezers. A backup device was available, no patient injuries were reported. A delay greater than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.5 footprint ultra pk suture anchor assembly, used in treatment, has been returned for evaluation. Visual assessment confirmed the reported complaint. One side of the anchor is missing a majority of its anchor fins. The anchor is also dramatically bent opposite of the missing fins. The distal end of the anchor is also cracked. The condition of the anchor indicates it was subjected to off axis insertion and excessive force resulting in its failure. The instruction for use was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.